Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Upon further evaluation, service confirmed the elevator wire was cut. Due to the cut elevator wire, the forceps raising angle was out of specification. Due to wear of the angle wires, bending angulation in the down/left/right directions were out of specification. Due to wear of the angle wires, the play of the up/down knob was out of specification. The adhesive around the objective lens and light guide lens were worn. The rubber adhesive was detached. The connecting tube had a cut and dent. The suction cylinder was shaved, and scratches were observed on switch #1, the protector of the universal cord on the control section side, universal cord, scope connector, scope connector cover unit, and control cover. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the k-wire broke and caused the forceps stand to malfunction, the reprocessing procedure recommended by the instructions for use (IFU) was not fully implemented, and foreign matter remained in the forceps stand and the area around the forceps stand. However, a definitive root cause could not be determined. The IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes may pose a risk of infection to patients and operators performing the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the elevator wire (k-wire) of the subject device was completely cut off. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation.